Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 197, 225, 245, 206 and 234 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was not performed by the customer. Customer had performed a blood test fasting prior to call and had obtained a result of 197 mg/dl fasting. The product is stored according to specification on a computer table. The test strip lot manufacturer's expiration date is 04/24/2020 and tests strips were opened last week. The meter memory was reviewed for previous test result history: (B)(6).